Event description:
The gas flow calibration was reported to be in error. The user reported that when the console's gas flow rate was set at a rate of 4 lpm, an external flowmeter indicated a rate of 11 lpm. No pt injury was reported in association with this event.

Event description:
The gas flow calibration was reported to be in error. The user reported that when the console's gas flow rate was set at a rate of 4 lpm, an external flowmeter indicated a rate of 11 lpm. No pt injury was reported in association with this event.